Event description:
It was reported that the insulin gauge was inaccurate reportedly, customer had not removed the air from the cartridge prior to filling it with insulin. Tandem technical support educated the customer on proper load techniques. Caller declined further troubleshooting from tandem technical support. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.